Event description:
It was reported that the patient presented remotely via merlin.net because their right ventricular (rv) lead exhibited a high capture threshold and high pacing impedance. The patient later presented at the electrophysiology lab and it was noted that the patient's rv lead was fractured. The rv lead was capped on (B)(6) 2026 and successfully replaced. The patient remained stable.